Event description:
It was reported that, a fiber broke during a procedure, resulting in an injury to the physician finger. The physician cooled and dressed the wound. The injury was described as a punctate burn on the surgeon left hand. The procedure was completed with another fiber. No patient outcome was provided. Further good faith effort indicated that a total of three to four fibers broke during different procedures. It was noted that these three to four fibers were replaced in each instance, and procedures were completed without patient complications. This is report is for a fiber break (5 of 5).

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.